Event description:
The customer originally returned his olympus evis lucera duodenovideoscope due to cut wires on the forceps elevator. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive on the distal end was peeling. This report is being submitted to capture the peeling adhesive found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. A break was found in the forceps wire. Additionally, the adhesive was found cracked, peeling, and in some places missing altogether. Due to elongation of the angle wire, the control knob had more play present. Scratches were found on the oledome of the insertion section, the operation part cover, the angle fixing lever, the trip, as well as the scope connector itself. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction on handling method of the device including usage environment. Olympus will continue to monitor field performance for this device.